Event description:
It was reported that a user observed insulin leakage within the pump chamber and around the cartridge after two days of use, with the glass cartridge intact and the stopper in place, and experienced elevated blood glucose levels during the period; the user replaced the cartridge per instructions and resumed therapy. Symptoms included hyperglycemia without ketones. Outcomes included no emergency treatment, no hospitalization, and restoration of therapy after cartridge replacement. Investigation included customer interview, product replacement, collection of product photographs, lot information and receipt and inspection of the returned device. Investigation of this case revealed evidence consistent with a leaking cartridge while the cartridge body remained unbroken. It was concluded that the event involved a suspected cartridge leak with user re-education on fill and insertion steps and replacement supplies provided.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.